Event description:
Received report of leaking pacing catheter. Reported that catheter was inserted without problem, however, when cardiac output performed, catheter started leaking where the lumens split into separate lines. Catheter was removed and another inserted through introducer. No adverse pt effect.